Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient noticed lump", "intracapsular rupture of the implant" and "prominent implant bulge suggestive of an extracapsular rupture" diagnosed via mammogram and ultrasound. This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "patient noticed lump", "intracapsular rupture of the implant" and "prominent implant bulge suggestive of an extracapsular rupture" diagnosed via mammogram and ultrasound. Later healthcare professional reported capsular contracture baker grade unknown. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.